Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The provided session record was reviewed by technical services, and it was observed that there was no indication of device malfunction. The device was performing per programmed settings.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient had CPR and external shocks by the ems. Interrogation noted that the patient experienced episodes of arrhythmia, which the device did not treat the patient¿s rhythm appropriately, and under-sensing was noted on the right ventricular (rv) lead. Programming changes were made. The patient was noted to be unstable and intubated. It was later stated that the patient passed away. No additional information was reported.